Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging worsening cough, congestion, shortness of breath, and excessive tiredness. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously reported wrong information in MDR 2518422-2023-23496. After review, it was corrected as follows: box b corrected to both and other from product problem. Box h corrected to serious injury from product problem. In patient outcome asthma, fatigue and nodule codes were added. Health impact grid code corrected to serious injury from no health consequences.